Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) - a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The peritoneal dialysis (pd) patient's wife reported that her husband expired. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated that the patient passed away on (B)(6) 2016 due to septic shock. Rn was not aware of the reason for septic shock as she did not have the report. Per rn, the patient was visiting the emergency room on tuesday night ((B)(6) 2016) probably due to low blood pressure and he passed away after midnight that was early wednesday morning ((B)(6) 2016). Rn was not sure if the patient was admitted to the intensive care unit (ICU) as it was within a very short span the patient expired. Rn confirmed the patient was performing dialysis that night and he was connected to the cycler at the time of his death. Medical records were requested.

Manufacturer narrative:
Although there is a temporal relationship between the patient¿s ccpd treatment on (B)(6) 2016 and the patient's expiration there is no documentation supporting an association between the liberty cycler and the patient's expiration. Additionally, there is no allegation against the liberty cycler or any other fresenius products and the patient's expiration. However, there is a probable association between the patient's complex comorbidities of diabetes mellitus, cardiomyopathy, and hypotension in relationship to the treatment of septic shook ultimately resulting in the patient's expiration.

Event description:
Source documents in the complaint file were reviewed. On (B)(6) 2016, when a call was placed for a supply order, it was initially reported by the peritoneal dialysis (pd) patient¿s wife that he had passed away. On 12/30/2016, the pd patient's registered nurse (rn) confirmed that this patient expired at the hospital on (B)(6) 2016. According to the pd nurse on (B)(6) 2016 the patient presented to the emergency room ¿probably due to hypotension¿ and expired the morning of (B)(6) 2016 during a continuous cycler-assisted peritoneal dialysis (ccpd) treatment due to septic shock. The hospital course is unknown, and the pdrn revealed the cause of septic shock was unknown.